Event description:
New information received stated upon review post procedure, crosstalk was present possibly due to the right atrial(ra) lead. Programming changes were made and the ra lead was deactivated. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Upon review, the patient's right ventricular(rv) lead and right atrial(ra) lead exhibited noise; possibly due to clavicular crush. The rv lead was capped and replaced on (B)(6) 2019. The ra lead could not be replaced due to patient anatomy. Upon interrogation post procedure, the patient's ra lead exhibited lead noise leading to automatic mode switch. Programming changes were made and the ra lead was deactivated. The patient was stable. Related manufacturer reference number: 2017865-2019-09547.